Event description:
It was reported that a device was used during a thoracoscopy. The device cannula fell apart in half (approximately), into the thoracic cavity. The broken half and other pieces were retrieved from the pt.